Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy, sacral colpopexy, apical cystocele repair and cystoscopy due to pelvic organ prolapse, urethral hypermobility and severe pelvic congestion with celvic vessel tortuosity. It was reported that the patient underwent laparotomy with lysis of adhesions, right ureteral stent placement, right ureterolysis and uterosacral ligament suspension was done (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced erosion, infection, bleeding and dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to cervical granulation tissue. It was reported that the patient underwent revision/removal of mesh on (B)(6) 2011 due to mesh exposure. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05166. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, increase in purulent discharge from the cervix, urinary/bowel problems, organ perforation, recurrent vaginal granulation tissue, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent granulation tissue removal on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2011 and 09/30/2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05166. The same patient is represented in each medwatch.